Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record and the previous repair work order for zimmer electric dermatome serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink and the medicrea database to query for all repairs on serial number (B)(4) prior to 18 october 2018, the device was noted to have been previously repaired once for the motor being out of service, control shaft being bent, and reciprocating arm being bent on 24 september 2015. The reported event was confirmed by the service technicians who performed the evaluation and repair. On 29 june 2016, it was reported from getter that an electric dermatome was working on and off and was speculated to be an engine issue. The customer returned a zimmer electric dermatome serial number (B)(4) for evaluation. Evaluation of the device occurred on 5 november 2018 and noted that the motor and power cord were corroded and that the reciprocating arm, lever and eccentric shaft were damaged. The control bar and thickness control shaft were noted not to be conforming. It was recommended to replace multiple bearings, the spring seal, motor, plug harness assembly, seal / strain relief, reciprocating arm, lever, ball plunger, thickness control shaft, control bar, eccentric shaft assembly, and fine adjustment cam as well as recalibrate the device. Repair of the device on 11 december 2018 involved replacing the defective bearings, spring seal, motor, plug harness assembly, seal / strain relief, reciprocating arm, lever, ball plunger, thickness control shaft, control bar, eccentric shaft assembly, and fine adjustment cam. The technician then recalibrated the device and verified that the dermatome was functioning as intended, then returned the device to service without further incident. The device was tested, inspected, and repaired. While the service technician found that the motor and power cord were corroded which would cause it to work intermittently or not at all, it cannot be determined from the information provided how the device became corroded. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that electric dermatome had engine issue and experiencing on and off issues. No adverse events were reported as a result of this malfunction.